Event description:
On 4/26/10, facility stated that alarm did not sound and resident fell and sustained a fracture.

Manufacturer narrative:
During the visual inspection, it was noted that the (B) (4) monitor had sustained damage during use. Power jack appeared to be pulled away from the internal circuit board and cable would not disconnect from unit. Unit also has loose components internally as loose objects could be heard moving around. The functional test results indicated that the unit would alarm but not reset properly. Lack of maintenance and damaged components was found to be an issue.